Event description:
During an l4-s1 alif, the tip of the inner shaft on the trial spacer handle broke inside the synfix-lr trial implant. The trial broke off in the l4-l5 disc space and was retrieved. This is the 2nd of 2 reports submitted on this event.

Manufacturer narrative:
The initial MDR decision on (B)(4) 2012 was determined as not reportable. Subsequently reviewed and determined to be reportable as of (B)(4) 2012. Investigation is still in progress. The synfix trial implant has scratches indicating use. It also has a broken section of the threaded end from the trial spacer handle within it. The manufacturing documents were reviewed and no complaint related issues were found. The issue with the tip of the trial spacer handle breaking into the trial implant is unrelated to the synfix trial implant. The design risk assessment and risk analysis of the device was reviewed and adequately addresses the complaint event.